Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet bionic pancreas, as reflected by a survey comment and absence of alerts or alarms. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included internal case review and assessment of available usage information. Investigation of this case revealed no device alarms and no identified device malfunction or component issue based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.